Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, the vasoview hemopro jaw boot tip fell off. This occurred when the user was about to do the pre-test and touched the jaws to check them. A new kit was used to complete the procedure. There were no pt effects. The product is returning.